Event description:
At the end of conversion of laparoscopic band to laparoscopic gastric bypass it was noted upon assessment that the patient had developed blisters and erythema on the area just above the nipple line, upper chest wall and bilateral upper arms. The bovie pad site was intact. The surgeon was immediately notified and was present to evaluate. The charge nurse notified the nurse manager. The snuggle warming pad, lot number 2249928 exp 05/2015 and the electrosurgical pad, lot number 2014 were sequestered at the front desk. The equator warming device and the valley lab electrosurgical generator were also sequestered and removed from room by bioengineering. The anesthesia attending was also present and aware of post-operative skin changes.